Event description:
A customer contacted beckman coulter regarding an elevated ft3 test result from a single pt that was generated by the access instrument. The elevated ft3 result was 7.48pg/ml. The result was reported out of the lab. The customer indicated that other thyroid tests performed on the pt sample were within the normal ranges. Although the doctor questioned the ft3 result, a medication was administered to the pt based on the elevated ft3 test result. The customer indicated that the doctor requested the pt to be redrawn and retest for ft3 after he initiated the medication. Two fresh samples were collected from the pt and tested for ft3. One sample was tested at the customer's lab. The ft3 result was 10.14pg/ml. The second sample was sent to the reference lab. The ft3 result was 3.7pg/ml (within the normal range). The customer did not provide any additional info regarding this event.